Event description:
It was reported that a mod transmission was received, and it was noted that the patient was shocked twice for atrial tach in the vf zone. The interrogation said that the lead was 2800 ohms and had increased from 800 progressively over time and no capture at max output. This indicated a lead fracture, and the right ventricular lead fracture was confirmed. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.